Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl after "overshooting" and delivering a larger than needed bolus for dinner. The customer ate cheesecake and bg level increased to 145 mg/dl, which was reported to be within the customer's target range.